Event description:
The facility representative reported a fail code 500. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative did not have information regarding whether there have been any reports of patient injury or medical intervention.